Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was reported that a patient may have expired, due to a pump pocket fill. The manufacturer's representative was unable to confirm details with the hcp as the hcp declined to discuss.